Event description:
Subsequent to the initial medwatch report additional information received indicated that there were no difficulties with visualization when the clip became caught in the lateral chordae. No additional information was provided.

Event description:
This report is filed as the clip (10316705/16) became caught in the chordae and upon release, the anterior leaflet tore. The mitral regurgitation (mr) grade increased to the preprocedure grade. Leaflet tear is considered patient injury. It was reported that during a mitraclip procedure, one clip was implanted in the central position between the a2p2 segment. The functional mr grade was evaluated as approximately as 2. After the clip was implanted, a lateral jet remained. It was decided to place a second clip (10316705/16) lateral to the first clip. After advancement of the second clip into the left ventricle, the clip became caught in the lateral chordae. After approximately 30 minutes, the clip was able to be released and retracted back into the left atrium. While retracting the clip, the anterior mitral leaflet tore. The second clip was implanted lateral to the first clip, but without enough reduction in the mr grade which remained at the preprocedure grade of 3-4. The clips were surgically explanted and the mitral valve and aortic valves (pre-existing aortic stenosis) were replaced. Postoperatively, the patient was hemodynamically stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, supporting plate, stabilizer, steerable guide catheter, 1 implanted mitraclip. The customer reported that the explanted clips would not be returned for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The explanted mitraclip was not returned for analysis. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided by the reported to abbott vascular. Potential causes for the clip becoming caught on the chordae, resulting in difficulty retracting the cds are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to visualize the clip in relation to the mitral valve) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database identified no other incidents associated with the reported lot. There were no reported device issues while functionally inspected the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the clip caught in chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation of translation while manipulating the devices, inability to invert clip prior to retracting it through the valve, or the clip being unable to open or unlock after becoming entangled. In this case, it is possible that the clip was advanced on the lateral side of the mitral valve into a region with an abundance of chordae, resulting in the entanglement of the clip in the chordae; however, this cannot be definitively confirmed. Based on the information reviewed, a definitive cause for the reported clip becoming caught on the chordae, resulting in difficulty removing the cds cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. It was further reported that after the clip was retracted from the chordae, the anterior mitral leaflet was torn. The patient effects of worsening mitral regurgitation and mitral valve injury (tissue damage) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. In this case, the tear in the chordae and the increase in the mitral regurgitation grade were associated with procedural conditions involving the removal of the entangled clip from the chordae. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.